Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a distributor contacted technical support to report that the site experienced an error on arm 1. The procedure was completed with no reported injury. Caller was unable to provide fault number. The procedure was completed as planned with no injury to the patient. Intuitive surgical inc. (Isi) followed up with the customer to confirm that ports were placed when the issue occurred. The system was checked with no issues before the procedure. The procedure was completed with 3 arms. The affected arm was disabled. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the complaint via logs and reproduce the issue in-house.

Event description:
Refer to h10/h11 for follow-up information.